Event description:
It was reported that a user experienced elevated blood glucose after an infusion set and cartridge change with an ilet system, and later identified a bent cannula on an inset 23-inch teflon infusion set; the user replaced the tubing and reported glucose trending down to 270, with no site leakage observed and infusion set lot number provided as 6011203. Symptoms included hyperglycemia. Outcomes included need for troubleshooting and user education, with no hospitalization. Investigation included customer follow-up and verification of the infusion set lot information. Investigation of this case revealed a bent cannula on the infusion set consistent with an infusion delivery issue; after set replacement, glucose values improved, which supports a device use or disposable component issue rather than a pump malfunction. It was concluded, based on previously established findings for similar reports, that the cause was unclear.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.